Event description:
It was reported that the user¿s ilet insulin pump was unintentionally rewound after an alert, and the user subsequently placed the pump back in a pocket without realizing the action; the user later contacted support and was guided through the correct fill tubing step, and education was provided on locking the screen to prevent inadvertent inputs. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no emergency treatment, and continued monitoring of blood glucose with instruction to observe for further alerts. Investigation included review of device logs and real-time troubleshooting with user education. Investigation of this case revealed user-initiated rewind was completed and that incorrect or inadvertent supply change steps and screen handling likely led to the event, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.